Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The k-wire was completely cut off. There was an air leak at the bending section. The bending section cover had a pinhole. The bending section cover glue was discolored and had a gap. The connecting tube had a wrinkle, and the coating was peeling. The grip, right/left/up/down knobs, control unit, and plastic distal end cover were dirty. The universal cord had a scratch and was discolored. The scope connector had a scratch. Due to wear of the angle wire, the bending angle in the up and down directions did not meet the standard value. Due to deformation of bending tube, the play of the right/left/up/down knobs were out of the standard value. The forceps raising angle did not meet the standard value. The insulation resistance value at distal end did not meet the standard value and the light guide lens glue had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, during manual cleaning, the elevator on the duodenovideoscope was not working. The olympus field service engineer inspected the scope and found the elevator wire was completely cut off. No patient harm reported. During the evaluation of the device, it was noted the forceps elevator had foreign material due to insufficient or incorrect reprocessing and the inside of light guide lens was dirty. This report is to capture the reportable malfunctions of the forceps elevator had foreign material due to insufficient or incorrect reprocessing and the inside of light guide lens was dirty noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the reportable malfunction was/was not confirmed. Additionally, the repair center found the following. Foreign material was adhered around the forceps elevator. Inside of light guide lens was dirty. Pinhole and leak on bending section rubber. Forceps elevator wire was cut and forceps elevator was not moving up. The bending section rubber glue lifted and discolored. Coating at insertion section was peeled. Insertion section was wrinkled. Grip, control section and angulation control knobs was dirty. Universal cord was discolored and scratched. Scope connector was scratched. Angulation range was failed to meet the standard value. Angulation control knobs played. Insulation failure at distal end. Plastic cover was scratched. Light guide lens glue was deformed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause was not able to specify. There was a possibility that reprocessing steps recommended in IFU were not performed completely due to the forceps elevator not working caused by breakage of the forceps elevator wire. The event can be detected/prevented by following the instructions for use which state: all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter. See updated sections b3, b5, and e1. Corrected data: e3 g3: the aware date for the initial manufacturing report # 8010047 - 2022 ¿ 05098 was february 27, 2022.

Event description:
Additional information was received from the reporter. No procedure or patient was impacted. The customer followed the reprocessing steps per the instruction for use. The device was not used on a patient with the foreign material still on the device.